Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was having discomfort and a suspected mild infection with tenderness at the ipg and lead site. All device components were explanted and retained by the medical facility. The patient was doing well postoperatively.